Event description:
Related manufacturer reference numbers: 2017865-2022-04018. It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was found that the implantable cardioverter defibrillator (ICD) exhibited competitive atrial pacing and the atrial lead exhibited under-sensing as well as inappropriate automatic mode switch due to noise over-sensing. The ICD and the atrial lead were both explanted and replaced. There were no patient consequences.

Manufacturer narrative:
The reported events of noise and under sensing were not confirmed. As received, a complete lead was returned in four pieces. During electrical testing the lead was shorting due to procedural damage at the middle and distal regions of the lead. Visual inspection of the lead did not find any anomalies with the exception of procedural damage to outer insulation which was noted at 12.0cm and 17.5cm from the distal tip.